Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate shock due to oversensed noise. Stored electrograms revealed several non-sustained episodes due to noise. Loss of capture was reported. There was no report of pacing inhibition. Both right ventricular and left ventricular lead impedance measurements were high and out of range. During an invasive procedure to ascertain the cause of the noise and out of range measurements, this patient's coronary sinus was dissected and a setscrew in this crt-d was damaged.